Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse confirmed the customer reported issue with the error log. The fse found the large syringe unit needing lubrication. He also lubricated the small syringe, sample unit, and sample loader. The fse made minor adjustments to the sample loader to center the needle into the tube. No other issues were noted. The fse ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2018, which included data from 24 july 2017 through (B)(4) 2018. There were two similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: error messages 706 syringe-l error. Explanation operation error in syringe-l. Countermeasure inspect syringe-l. Execute mp.reset. Error level 2. Alarm level 1. Print 1. The most probable cause for the reported event was the sample unit and syringe unit needed lubrication.

Event description:
A customer reported a bent sample needle and error 706 syringe-l on the g8 instrument. The customer stated that the needle bent into an s and the analyzer made a lot of noise. The customer changed the sample needle and ran a couple of samples but the error persisted. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.